Event description:
It was reported to gems that the c-arc was driven from lateral to ap (80 degrees). The c-arc then moved by itself in a cranial position. The rubber of the anti-collision device contacted the pt, who complained about a bruise on their face and head pain. The pt was taken to the infirmary but the injury was considered minor. The image intensifier hit the glasses worn by the pt without breaking them. Two 6mm hex head screws that attach the mechanical linkage of the c-arc drive belts to the motor/gear reducer were very loose. The key pin in the gear reducer shaft fell out of position, allowing the shaft to turn without command. The system was repaired and returned to service.